Manufacturer narrative:
(B)(4). A customer returned 2 companion samples for an evaluation. A visual inspection revealed no non-conformances. A pump test was performed on one of the sets and the test result passed as it was within acceptance criteria. There were no air alarms that were given by the pump. The cause of this reported condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a flogard administration set in which it was observed that an air alarm occurred on a pump during an infusion. There was no patient injury or medical intervention reported. No additional information is available.